Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related MFR#: (B)(4). It was reported that the patient had driveline power faults. The system controller wwas replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms were confirmed via the submitted log file. The system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 12 days (17dec2020 ¿ 18dec2020, 05jan2021, 11feb2021 ¿ 12feb2021, 12may2021, 20may2021, 20jun2021, 16dec2021 ¿ 17dec2021, 27may2022, 29may2022 per time stamp). Events occurring prior to 27may2022 are consistent with backup system controller data. The driveline was not connected during those times. The driveline was connected on 27may2022 at 00:33:31. The driveline was disconnected on 27may2022 at 00:34:51 and reconnected at 00:37:04; pump speed resumed. The driveline was disconnected again at 00:37:34 and the system controller was shut down at 00:49:24. The system controller was turned on again on 29may2022 at 10:19:01. The clock time was changed at 10:20:14. The driveline was reconnected at 10:18:03. Driveline power fault alarms were active and coincident with pwr_a_broken faults between 10:18:04 ¿ 10:22:10. There were no other notable alarms active in the log file. Additional provided information stated that the primary system controller was switched with the backup system controller. The driveline was disconnected and reconnected once. There was a driveline fault active which was cleared. Multiple good faith efforts were sent to retrieve additional information regarding what the serial number of the exchanged system controller was, the identifying number of the modular cable, clarification of the exchange of products, resolution of the event, plan of action, and if any products would be returning for evaluation; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #:(B)(6)) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ addresses how to properly switch to the patient¿s backup system controller during a system controller exchange. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault and driveline disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.